Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a patient advocate that the patient passed out while walking or light jogging. The physician indicated that the syncope may be due to a change in the patient's blood pressure. The patient is also experiencing dizziness due to recent changet to medication that lowers her heart rate. Boston scientific technical services (ts) was consulted and discussed device functionality. This device remains in service. No additional adverse patient effects were reported.